Event description:
Bovie pencil was activated as soon as bovie was turned on - unable to turn off pencil electrode. New pencil electrode used. Original removed from surgical field - no patient injury.